Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(6) 2016 that the patient has complained of pain in the neck and chest 3-4 days post-op. The patient recently had a battery replacement on (B)(6) 2016. High impedance >10,000 ohms was found. On the day of the patient's replacement on (B)(6) 2016, diagnostics showed ok/ok/1880 ohms. Clinic notes were received on (B)(6) 2016 and dated (B)(6) 2016. They state that the patient underwent generator replacement about 3 weeks ago. She was doing well for a couple of weeks but then developed some discomfort in the neck and the chest region around the new implant which prompted a visit to the ER. She was then seen by the neurologist who interrogated the device and found the impedance as elevated and turned the device off. A few days later all of her symptoms disappeared. There is no swelling around the area. The incision healed well. The intraoperative notes show that the impedance had been fine upon replacement with the new m106, otherwise they would not have implanted it. Therefore, she will be scheduled for another revision of the device. The plan is to revise the implant starting with reopening the chest wall incision and verifying connection and if they find that impedance values remain high despite re-connecting and re-verifying everything then they will have to revise the neck electrode as well. The patient had surgery on (B)(6) 2016. The surgeon first removed the lead pin from the generator. He reset the generator using the hex screwdriver. He tested the impedance in pocket and the results were ok 2272 ohms. The second test inside the pocket was again ok at 2198 ohms.